Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, two of the haptics broke while loading lens into the cartdrige. There was no patient contact. Additional information received stating that trailing haptic broke while loading into the cartdrige. There are two medical device reports associated with report. This is 2 of 2.